Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039327) on 15-jan-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal, heavy bleeding") in a (B)(6) female patient who had essure (batch no. B94884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed. The patient's past medical history included gravida ii, parity 3 ((B)(6)1994, (B)(6)1998 and (B)(6)2013), breast pain, chorioamnionitis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depro-provera and mirena. Concurrent conditions included overweight. Family history included diabetes (maternal grand parents). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("he put the left insert in too far / malposition of essure device (left-side essure device)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("began to lose my hair / hair loss"), migraine ("migraine headaches/ migraines") with photophobia, dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged and abnormal menstruation / abnormal bleeding (menorrhagia)"), headache ("headache / headaches"), rash ("rashes / rashes or skin conditions (rashes caused by bacterial infections)"), vaginal infection ("infection / infection (vaginal)") with vaginal discharge, fatigue ("fatigue / fatigue"), anxiety ("anxiety / psychological or psychiatric problems (anxiety)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes (mood swings)"), depressed mood ("hormonal changes(sad all the time)"), hot flush ("hormonal changes (hot flashes)"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems (depression)"), irritability ("psychological or psychiatric problems (irritability)"), weight increased ("weight gain"), weight decreased ("weight loss"), pain of skin ("rashes or skin conditions (sore spots in skin, like a bruise feeling but not a bruise)"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). In (B)(6) 2014, the patient experienced vision blurred ("vision is blurry / vision got blurry / blurry vision") and asthenia ("no energy"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), stress ("emotional stress"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), productive cough ("coughing with mucous"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss / memory loss"), bacterial infection ("bacterial infection before and after menses"), ovulation pain ("left-side pain during ovulation"), visual impairment ("eye sight has gotten worse"), cataract ("left eye is developing cataracts") and pain in extremity ("leg pain"). The patient was treated with surgery (underwent hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, migraine, vision blurred, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, headache, dysgeusia, rash, pruritus, vaginal infection, fatigue, weight fluctuation, productive cough, abdominal distension, amnesia and anxiety had not resolved and the asthenia, stress, device deployment issue, vaginal haemorrhage, mood swings, depressed mood, hot flush, bacterial infection, ovulation pain, nausea, allergy to metals, depression, irritability, visual impairment, cataract, weight increased, weight decreased, pain of skin, cystitis, urinary tract infection and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bacterial infection, cataract, cystitis, depressed mood, depression, device deployment issue, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, irritability, menorrhagia, migraine, mood swings, nausea, ovulation pain, pain in extremity, pain of skin, pelvic pain, productive cough, pruritus, rash, stress, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: (B)(6). She did not allege that essure caused birth defects. Mr- coils trailing left tube 3; coils trailing right tube 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "abnormal bleeding (vaginal), mood swings, hormonal changes(sad all the time), hormonal changes (hot flashes), bacterial infection before and after menses, malposition of essure device (left-side essure device), left-side pain during ovulation, nausea, nickel allergy, psychological or psychiatric problems (depression), psychological or psychiatric problems (irritability), eye sight has gotten worse, left eye is developing cataracts, weight gain, weight loss,rashes or skin conditions (sore spots in skin, like a bruise feeling but not a bruise), infection (bladder), infection (urinary tract), leg pain", reporter, historical condition, patient information added from pfs. Lot number, historical and concomitant condition, family history added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5039327) on 15-jan-2015. The most recent information was received on 30-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain/ lower pelvic pain (left pain)") and genital haemorrhage ("abnormal, heavy bleeding") in a 36-year-old female patient who had essure (batch no. B94884-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "he put the left insert in too far / malposition of essure device (left-side essure device)" on (B)(6) 2014. The patient's past medical history included multigravida, parity 3 (B)(6) 1994, (B)(6) 1998 and (B)(6) 2013), breast pain, chorioamnionitis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014 and depro-provera from 1996 to 2002. Concurrent conditions included overweight. Family history included diabetes (maternal grand parents). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("began to lose my hair / hair loss"), migraine ("migraine headaches/ migraines") with photophobia, dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged and abnormal menstruation / abnormal bleeding (menorrhagia)"), headache ("headache / headaches"), skin bacterial infection ("rashes / rashes or skin conditions (rashes caused by bacterial infections)"), vaginal infection ("infection / infection (vaginal)") with vaginal discharge, fatigue ("fatigue / fatigue"), anxiety ("anxiety / psychological or psychiatric problems (anxiety)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes (mood swings)"), depressed mood ("hormonal changes(sad all the time)"), hot flush ("hormonal changes (hot flashes)"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems (depression)"), irritability ("psychological or psychiatric problems (irritability)"), weight increased ("weight gain"), weight decreased ("weight loss"), pain of skin ("rashes or skin conditions (sore spots in skin, like a bruise feeling but not a bruise)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2014, the patient experienced vision blurred ("vision is blurry / vision got blurry / blurry vision/ blurryness") and asthenia ("no energy"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), stress ("emotional stress"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste/ metallic test in mouth"), pruritus ("itching"), weight fluctuation ("weight fluctiations"), productive cough ("coughing with mucous"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss / memory loss"), bacterial infection ("bacterial infection before and after menses"), ovulation pain ("left-side pain during ovulation/ ovulation pain"), visual impairment ("eye sight has gotten worse/ vision/ eye problems: spots"), cataract ("left eye is developing cataracts"), pain in extremity ("leg pain") and rash ("rashes"). The patient was treated with surgery (underwent hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vision blurred, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, headache, skin bacterial infection, pruritus, vaginal infection, fatigue, weight fluctuation, productive cough, abdominal distension and amnesia had not resolved, the alopecia, migraine, anxiety, mood swings, ovulation pain and nausea was resolving, the asthenia, stress, vaginal haemorrhage, depressed mood, hot flush, bacterial infection, allergy to metals, depression, irritability, visual impairment, cataract, weight increased, weight decreased, pain of skin, urinary tract infection, pain in extremity, bacterial vaginosis and rash outcome was unknown and the dysgeusia and cystitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bacterial infection, bacterial vaginosis, cataract, cystitis, depressed mood, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, irritability, menorrhagia, migraine, mood swings, nausea, ovulation pain, pain in extremity, pain of skin, pelvic pain, productive cough, pruritus, rash, skin bacterial infection, stress, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 165 lbs. She did not allege that essure caused birth defects. Mr- coils trailing left tube 3; coils trailing right tube 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of information (batch is not valid) product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (food and drug administration, reference number: mw5039327) on 15-jan-2015. The most recent information was received on 13-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain/ lower pelvic pain (left pain)") and genital hemorrhage ("abnormal, heavy bleeding") in a 36-year-old female patient who had essure (batch no. B94884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "he put the left insert in too far / malposition of essure device (left-side essure device)" on (B)(6) 2014. The patient's past medical history included multigravida, parity 3 (B)(6) 1994, (B)(6) 1998 and (B)(6) 2013), breast pain, chorioamnionitis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014 and depro-provera from 1996 to 2002. Concurrent conditions included overweight. Family history included diabetes (maternal grand parents). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("began to lose my hair / hair loss"), migraine ("migraine headaches/ migraines") with photophobia, dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged and abnormal menstruation / abnormal bleeding (menorrhagia)"), headache ("headache / headaches"), skin bacterial infection ("rashes / rashes or skin conditions (rashes caused by bacterial infections)"), vaginal infection ("infection / infection (vaginal)") with vaginal discharge, fatigue ("fatigue / fatigue"), anxiety ("anxiety / psychological or psychiatric problems (anxiety)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes (mood swings)"), depressed mood ("hormonal changes(sad all the time)"), hot flush ("hormonal changes (hot flashes)"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems (depression)"), irritability ("psychological or psychiatric problems (irritability)"), weight increased ("weight gain"), weight decreased ("weight loss"), pain of skin ("rashes or skin conditions (sore spots in skin, like a bruise feeling but not a bruise)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2014, the patient experienced vision blurred ("vision is blurry / vision got blurry / blurry vision/ blurryness") and asthenia ("no energy"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), stress ("emotional stress"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste/ metallic test in mouth"), pruritus ("itching"), weight fluctuation ("weight fluctiations"), productive cough ("coughing with mucous"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss / memory loss"), bacterial infection ("bacterial infection before and after menses"), ovulation pain ("left-side pain during ovulation/ ovulation pain"), visual impairment ("eye sight has gotten worse/ vision/ eye problems: spots"), cataract ("left eye is developing cataracts"), pain in extremity ("leg pain") and rash ("rashes"). The patient was treated with surgery (underwent hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vision blurred, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, headache, skin bacterial infection, pruritus, vaginal infection, fatigue, weight fluctuation, productive cough, abdominal distension and amnesia had not resolved, the alopecia, migraine, anxiety, mood swings, ovulation pain and nausea was resolving, the asthenia, stress, vaginal haemorrhage, depressed mood, hot flush, bacterial infection, allergy to metals, depression, irritability, visual impairment, cataract, weight increased, weight decreased, pain of skin, urinary tract infection, pain in extremity, bacterial vaginosis and rash outcome was unknown and the dysgeusia and cystitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bacterial infection, bacterial vaginosis, cataract, cystitis, depressed mood, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, headache, hot flush, irritability, menorrhagia, migraine, mood swings, nausea, ovulation pain, pain in extremity, pain of skin, pelvic pain, productive cough, pruritus, rash, skin bacterial infection, stress, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 165 lbs. She did not allege that essure caused birth defects. Mr- coils trailing left tube 3; coils trailing right tube 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet received. Event added: bacterial vaginosis, rashes. Event outcome was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.